Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone, the numbers on the insulin pump were ramping and it alarmed button error. Customer's blood glucose was not provided. Troubleshooting was performed. The device was not exposed to moisture. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no down arrow button response due to corroded keypad traces. The displacement test could not be performed due to the unresponsive buttons. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window, cracked display window and a scratched reservoir tube window.